Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation from 2008 to 2011, buttock pain from 2008 to 2010, thyroid disorder, hormonal imbalance, fibromyalgia, endocrine disorder, lasik eye surgery, inflammation and cystourethrocele. Concurrent conditions included hypothyroidism, hypertension, hormonal imbalance, cystocele, cervical cancer, stress incontinence, bowel dysfunction, bladder disorder nos and breast prosthesis implantation. Concomitant products included lisinopril and thyroid (armour thyroid) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal conditions"), constipation ("constipation"), abdominal distension ("bloating"), hypersensitivity ("allergy"), groin pain ("bilateral inguinal"), fibromyalgia ("fibromyalgia"), genital herpes ("breakouts") and vaginal haemorrhage ("vaginal heamo"). The patient was treated with surgery (hystorectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue, constipation, abdominal distension and hypersensitivity had resolved, the menorrhagia, skin disorder, vaginal discharge, alopecia, gastrointestinal disorder, cystitis, urinary tract infection, vaginal infection, groin pain, genital herpes and vaginal haemorrhage outcome was unknown, the rash was resolving and the fibromyalgia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, constipation, cystitis, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital herpes, groin pain, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for other pain,bleeding,allergy,bladder/urinary prob, fatigue, hair loss, gi, conditions, constipation, bloating. Received treatment for dyspareunia (painful sexual intercourse) (3) coils seen extremely on the left, (3) coilsseen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient medical history thyroid problem, fibromyalgia, endocrine disorder, chronic pelvic pain ,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received- new event bladder infection, urinary tract infection, vaginal infection, fibromyalgia, genital herpes was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation from 2008 to 2011, buttock pain from 2008 to 2010, thyroid disorder, hormonal imbalance, fibromyalgia, endocrine disorder, lasik eye surgery, inflammation and cystourethrocele. Concurrent conditions included hypothyroidism, hypertension, hormonal imbalance, cystocele, cervical cancer, stress incontinence, bowel dysfunction, bladder disorder and breast prosthesis implantation. Concomitant products included lisinopril and thyroid (armour thyroid) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("skin condition / rash and breakouts"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal conditions"), constipation ("constipation"), abdominal distension ("bloating"), hypersensitivity ("allergy"), groin pain ("bilateral inguinal pain"), fibromyalgia ("fibromyalgia") and vaginal haemorrhage ("vaginal heamo"). The patient was treated with surgery (hystorectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue, constipation, abdominal distension and hypersensitivity had resolved, the menorrhagia, vaginal discharge, alopecia, gastrointestinal disorder, cystitis, urinary tract infection, vaginal infection, groin pain and vaginal haemorrhage outcome was unknown, the rash was resolving and the fibromyalgia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, constipation, cystitis, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, groin pain, hypersensitivity, menorrhagia, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for other pain,bleeding,allergy,bladder/urinary prob, fatigue, hair loss, gi conditions, constipation, bloating, and dyspareunia (painful sexual intercourse). (3) coils seen extremely on the left, (3) coils seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient medical history thyroid problem, fibromyalgia, endocrine disorder, chronic pelvic pain ,menorrhagia. Batch no: c76448, production date: 2014-07-03, expiration date: 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation from 2008 to 2011, buttock pain from 2008 to 2010, thyroid disorder, hormonal imbalance, fibromyalgia, endocrine disorder, lasik eye surgery, inflammation and cystourethrocele. Concurrent conditions included hypothyroidism, hypertension, hormonal imbalance, cystocele, cervical cancer, stress incontinence, bowel dysfunction, bladder disorder and breast prosthesis implantation. Concomitant products included lisinopril and thyroid (armour thyroid) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("skin condition / rash and breakouts"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal conditions"), constipation ("constipation"), abdominal distension ("bloating"), hypersensitivity ("allergy"), groin pain ("bilateral inguinal pain"), fibromyalgia ("fibromyalgia") and vaginal haemorrhage ("vaginal heamo"). The patient was treated with surgery (hystorectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue, constipation, abdominal distension and hypersensitivity had resolved, the menorrhagia, vaginal discharge, alopecia, gastrointestinal disorder, cystitis, urinary tract infection, vaginal infection, groin pain and vaginal haemorrhage outcome was unknown, the rash was resolving and the fibromyalgia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, constipation, cystitis, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, groin pain, hypersensitivity, menorrhagia, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for other pain,bleeding,allergy,bladder/urinary prob, fatigue, hair loss, gi conditions, constipation, bloating, and dyspareunia (painful sexual intercourse). (3) coils seen extremely on the left, (3) coils seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient medical history thyroid problem, fibromyalgia, endocrine disorder, chronic pelvic pain ,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: significant case correction performed ¿ the events skin disorder and genital herpes were deleted, because it was considered as the same event of rash. Due to that, the as reported term of event rash was updated to skin condition / rash and breakouts. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal conditions"), constipation ("constipation"), abdominal distension ("bloating") and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, constipation, abdominal distension and hypersensitivity had resolved and the menorrhagia, rash, skin disorder, vaginal discharge, fatigue, alopecia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, constipation, dyspareunia, fatigue, gastrointestinal disorder, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder and vaginal discharge to be related to essure. The reporter commented: received treatment for other pain, bleeding, allergy, bladder/urinary prob, fatigue, hair loss, gi, conditions, constipation, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event ¿injury¿ replaced with "pelvic pain", events- "abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash, skin condition, allergy, vag. Discharge, fatigue, hair loss, gi, conditions, constipation, bloating", reporter information, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.